Manufacturer narrative:
(B)(4). Investigation: the DHR was reviewed and no problems were noted. The device was not evaluated since the incident is attributed to the operator making an incorrect data entry. Corrective/preventive action: the support specialist who handled the call gave the customer some re-training as to the danger of running a donor with the wrong parameters. Conclusion: operator error.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Issue: the customer called to get assistance in checking what information was entered for a donor during a procedure. The operator had entered donor height as (B)(6) instead of (B)(6), so the calculated tbv for the procedure was (B)(4) when it should have been (B)(4). The donor had no adverse effects from this and there was no medical intervention in the incident.